Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the handpiece blade dulled about five minutes into use. Another like disposable hand piece was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatch being submitted as two devices were involved in this event. See also medwatch 2210968-2008-00211. The same patient is represented in each medwatch.